Event description:
It was reported that the xpert stent delivery system was un-packaged and placed on the sterile field until required; when the device was inspected, it was noted that the stent was partially deployed and could not be re-sheathed. The device was not used in the procedure. It was noted that the device was handled with the operators contaminated gloves. A new device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was returned dislodged from the delivery system. The premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.